Event description:
It was reported that a patient underwent a penile implant procedure in 2009. Two days later, the patient began having bleeding from the incision. He went to the emergency room, and he was told that the wound had separated. The patient was then sutured using nylon.

Manufacturer narrative:
Wound dehiscence - conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.